Event description:
Caller reported a malfunction on the pump, identified as malfunction 0. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support provided instructions for resetting the pump, and after the reset, the malfunction code did not recur. The customer was advised to call back if the malfunction reappeared, and they acknowledged the instructions.